Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a caesarian section procedure, after the delivery of the fetus and the removal of the placenta, the primary surgeon used suture to perform continuous closure of the abdominal fascia. After properly tying and securing the suture, the swage end of the suture suddenly broke while continuing closure, causing the previously closed fascia to loosen. There was slight tissue bulging at the incision, and a small amount of oozing. The physician immediately stopped the procedure to assess the situation. The team replaced the suture with another model and continued the closure. The bleeding was controlled by compression. The operation time was prolonged by 30 minutes, but the patient recovered well postoperatively and was discharged only one day later than planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after the delivery of the fetus and the removal of the placenta, the primary surgeon used suture to perform continuous closure of the abdominal fascia. After properly tying and securing the suture, the swage end of the suture suddenly broke while continuing closure, causing the previously closed fascia to loosen. There was slight tissue bulging at the incision, and a small amount of oozing. The physician immediately stopped the procedure to assess the situation. The team replaced the suture with another model and continued the closure. The bleeding was controlled by compression. The operation time was prolonged by 30 minutes, but the patient recovered well postoperatively and was discharged only one day later than planned.